Event description:
A malfunction on the pump was reported by the customer, identified by malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. Technical support assisted in resetting the pump, which resolved the immediate issue without recurrence of the malfunction code. Despite the resolution, a one-time pump replacement was initiated, and the customer was instructed on using the replacement pump and the return of the faulty unit. The customer acknowledged these instructions, and tandem technical support confirmed shipping details and provided storage and return instructions.